Event description:
It was reported that during the implant procedure one of the electrodes broke off the paddle lead.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the implant procedure one of the electrodes broke off the paddle lead.

Manufacturer narrative:
The returned paddle lead was analyzed and has been confirmed. Visual inspection revealed that electrode number 32 is partially dislodged from paddle end of lead. Contact is still connected to its corresponding cable. This type of damage occurs when the lead is exposed to excessive mechanical force caused by bending the paddle lead, resulting in the dislodgement of the electrode. The probable cause selected is unintended use error caused or contributed to event.